Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity/photosensitivity in the both eyes (ou) at a 47 day post-operative exam. The patient commented that photosensitivity was in both eyes and is minimally relieved with artificial tear use. The surgery center tried to maximize ocular surface before adding steroids. Topical steroids (prednisolone acetate 1% drops four times a day for one to two weeks) were increased to treat the symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -5.50 x -.50 x 0, left eye pre-op 20/20 -5.75 x -.75 x 173.